Event description:
During a thoracentesis procedure, the thoracentesis needle with the plastic catheter inside the needle was introduced into the right pleural space. When the tip of the needle was withdrawn, the white plastic catheter broke off and disappeared into the subcutaneous tissues. A second attempt at thoracentesis was made with a new thoracentesis set and a new catheter. The second catheter was introduced in the usual manner and again the catheter broke off after the assembly was withdrawn. The portion of the catheter that had broken off and that was outside the skin disintegrated when an attempt was made to pull it from the chest. The catheter literally pulverized on digital pressure.

Manufacturer narrative:
The sample was received for evaluation and the reported issue was confirmed, the catheter did crumble. The catheter involved in this incident was manufactured with a white catheter guard designed to improve the catheters protection and currently the catheter is placed in a foil pouch which protects the catheter from uv exposure or excessive heat during extrusion. This incident will be added to the quality system information for trending purposes.